Event description:
It was reported that the lead was replaced due to "dysfunction" which was suspected to be a fracture. During the operation, it was noted that the rv impedance was elevated and had intermittently high capture threshold. The physician noted there was no evidence of lead damage upon visual inspection. An attempt to remove the lead was unsuccessful. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.